Event description:
A (B)(6) y/o male with long standing diabetes and a seizure disorder recently switched from his prior minimed pump to a 630g minimed pump. The reason for the switch was because he was unable to hear the alerts and alarms on his last pump. On the 630g he can now hear the alarms, but his sensor readings become quite inaccurate after approx 3 days of use. These inaccuracies, particularly in the low range, lead to inaccurate suspension of insulin by the pump. This leads to high bg's. And make it impossible for him to sleep well at night. The inaccuracies make it harder for him to manage his diabetes and he needs to override the pump and its suspension in order to maintain his blood sugar levels in an accurate range. His seizure disorder makes it very important to avoid hypoglycemia, but these "fake" dips and rises of his sensor bg's make his diabetes management more confusing.